Manufacturer narrative:
Corrective action described in field safety notice concerning st. Jude medical ellipse vr/de implantable cardioverter defibrillator (icds); (B)(4)(B)(6) 2014.

Event description:
During a manual capacitor maintenance, there was a device charge time-out alert delivered. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
(B)(4).